Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having problems with the communication between the stealth device. The site had re seeded the network cable and that resolved the issue. The site experienced less than 1 hour delay. There was no reported impact to patient outcome. No additional information was provided.